Event description:
It was reported that during care of a (B)(6) male patient weighing (B)(6) 200 lbs, the display started flickering when the autopulse platform was powered on. Medics initiated manual CPR while installing another battery and lifeband. The autopulse platform was restarted but the same issue occurred. Use of the autopulse was discontinued and manual CPR was administered for the remainder of the call. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/07/2014 for investigation. Investigation results as follows: visual inspection of the returned platform revealed a damaged encoder cover and damaged head restraint brackets. The physical damages found during visual inspection are not related to the reported event of the display flickering. The damages appear to have been caused by normal wear and tear as the autopulse was manufactured in october of 2006. During investigation, the reported issue of the display flickering could not be reproduced. Multiple batteries were used to power up the platform and the display worked as expected. Review of the archive data shows that numerous user advisory (ua) 16 (timeout moving to take-up position) faults occurred on the reported event date of (B)(6) 2014. The user advisory observed in the archive review is not related to the reported event of the display flickering. Based on the archive data, the ua16 faults were due to the brake gap seizing. The brake gap was freed and cleaned with alcohol. No other issues were found in the archive. In assessing for battery management issues, no issues were observed. Based on the initial investigation, the parts identified for replacement are the encoder cover and head restraint brackets. In summary, the reported complaint of the display flickering was not confirmed during investigation. The fault observed in the archive review are not related to the reported complaint.